Manufacturer narrative:
Conclusion : the defect of abnormal pressures isn't confirmed, but a reboot issue is present. The cause is attributed to one of the components of the medical device. A CAPA has been opened regarding this.

Event description:
The monitor showed high pressure over 100mmhg.the physicians removed the catheters and reconnected it on (B)(6) 2026.the monitor showed"no memory detected on the catheter"and it displayed the pressure later. The monitor showed high pressure over 100mmhg.the physicians removed the catheters and reconnected it on (B)(6) 2026.the monitor showed"no memory detected on the catheter"and it displayed the pressure later.

Event description:
The monitor showed high pressure over 100mmhg.the physicians removed the catheters and reconnected it on (B)(6) 2026.the monitor showed"no memory detected on the catheter"and it displayed the pressure later. The monitor showed high pressure over 100mmhg.the physicians removed the catheters and reconnected it on (B)(6) 2026.the monitor showed"no memory detected on the catheter"and it displayed the pressure later.